Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction. It was reported that the patient went to the ER on friday and the battery was poking out of the incision. The caller stated they could see it surfaced. The caller confirmed there was no sign of infection. The patient is going to be seen on (B)(6) 2026 by an hcp. At (B)(6) hospital. The plan is to replace the ins and try to save the lead. They may use a tryx. The issue was not resolved through troubleshooting. Sent caller mpxr link as she no longer has access to an app on her tablet. It was further stated that the patient was in the emergency room on friday (B)(6) 2026 because the ins was coming out of the skin. Caller stated the office reached out today and the patient is scheduled for a revision of some kind, potentially full removal, this friday (B)(6) 2026. The office wants to know if it is not infected so that they can put it to the other side and whether they should change the battery out if it has been exposed to air. The patient was redirected to their healthcare provider to further address the issue, as this is a medical decision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.